Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to get medicine as it was not opening.the customer tried to reboot and recover, but the issue persisted.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 failed to recover because it was not being detected on the bus a field service engineer verified failure in the medication application and powered down the device to inspect the drawer. Reseated the row board cable connection to the drawer controller board and restarted the device. Drawer was initially detected in the hardware test application (hta), but during functional testing it intermittently went off the bus, was no longer detected, and failed to recognize when open. Powered down again, inspected the drawer assembly, replaced the drawer retractor band, and removed debris from the latch assembly. After restart, functionality test in hta was successful, confirming normal operation. Root cause determined to be a combination of intermittent row board connection and mechanical interference from a worn retractor band and debris in the latch assembly. The system functioned as intended after the field service engineer repaired the device.